Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was able to be interrogated successfully but a memory download was not able to be performed. The initial scan would provide the model and serial information, but the programmer could not connect with the device. A magnet reset was performed and telemetry became normal and a memory download was able to be performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, recording, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis determined that the cause of the clinical observation was due to a firmware inconsistency that was affecting telemetry function. This was corrected with a magnet reset.

Event description:
The boxed s-ICD was returned.

Manufacturer narrative:
At this time, the s-ICD remains boxed and in the field. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the field representative was preparing this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) for implant. When the field representative interrogated the s-ICD to adjust the initial settings, it was noted that although the correct model and serial information was loaded, the software would not open despite several attempts. This s-ICD was not used and another s-ICD was interrogated and able to be implanted without issue. No patient involvement with this s-ICD.